Event description:
Covidien received information stating that during patient use of the ht50 ventilator, after about 10 minutes of ventilation, the patient's spo2 dropped to the high 80's. At this point the patient was removed and placed back on the hospital ventilator until he stabilized (spo2 returned to mid-high 90's). After the rt checked the patient, the patient was placed back on the ht50 unit, however, after 10 mins, the patient desaturated again. The patient was placed back on the hospital vent and the patient recovered soon after. The patient was then placed on a new ht50 ventilator and although the patient's spo2 dropped a few points, it still remained in the low to mid 90's, at which point the patient was transported to the rehab hospital. The patient reported no change of status or further incident. After arriving at the hospital, the patient's spo2 dropped again for a short period of time when placed back on the rehab ventilator. The patient reportedly had no further negative consequences.

Manufacturer narrative:
(B)(4).